Manufacturer narrative:
(B)(4). Customer complained on (B)(6) 2021 the retainer ring and battery compartment is damaged. Unit passed displacement test. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked keypad overlay and cracked retainer. The p-cap/reservoir does lock properly. Confirmed cracked case corner of the belt clip rails near the battery compartment and cracked retainer. The insulin pump involved in this event is the ngp 670g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had was cracked on the battery part. No harm requiring medical intervention was reported. Troubleshooting was performed. The device was returned for analysis.